Manufacturer narrative:
Additional information: g4, g7, h3, h10 (investigation results). Correction: h3, h6 (device, method, results, conclusion), h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/27/2019 to the present date 12/4/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200295927 for misc - physical damage which does not correlate to the customer reported issue.

Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed

Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.